Event description:
It was reported that the customer stated they experienced a flange that disconnected from the lower portion of the tube. It was reported that this had occurred in the past 2 months. It was reported that no other info is known related to the event or what was done as a result of the issue; and it was also reported that there were no ill-effects to the pt.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. A mfg CAPA is already in place to investigate complaints of flage/hub separation.